Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed. Review of the available records identified the following: the triflange acetabular implant is loose and several fixation screws are fractured. The acetabular implant is mildly displaced laterally. A single surgical screw is present within the soft tissues posterior to the proximal femur. There is advanced lower lumbar degenerative disc disease and mild retrolisthesis at what appears to be the l4-l5 level. The acetabular implant is loose as described and mildly displaced. Femoral implant fit is maintained and alignment of the femoral head within the cup is preserved. Bone quality is mildly osteopenic. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01714, 0001825034 - 2020 - 03563, 0001825034 - 2020 - 03564, 0001825034 - 2020 - 03565.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent a surgery approximately two years ago. Subsequently, the patient's pmi triflange device has failed. The surgeon is requesting we look at possibilities for another triflange device, or alternative surgical options could be pursued to reconstruct this patient¿s acetabulum. Possible future revision, however no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.